Event description:
The physician used a wilson-cook disposable acusnare polypectomy device to perform placement of a percutaneous endoscopic gastrostomy feeding tube. During use, the snare's drive wire separated from the handle assembly. The snare was removed from the pt and endoscope without incident. The pt was reported to be in stable condition.